Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Please see all related MFR. Reports #s 1221359-2022-00509 related to this event.

Event description:
The user reported (2) two false positive results with the binaxnow¿ covid-19 antigen self test performed using an unknown sample swab. This MFR. Report addresses patient results 2 of 2. The user reported to report that he and his girlfriend took the binaxnow¿ covid-19 antigen self test otc 2 test and both got a false positive. The user reported that he did another test which turned out negative. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. Technical service completed at least 3 attempts to obtain the required intake information. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.